Manufacturer narrative:
(B)(6) 2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon remained inside vagina [foreign body in reproductive tract]. Strong, bad smell- vagina [vaginal odour]. Uncomfortable- vagina [vulvovaginal discomfort]. Losing urine, wetting self [urinary incontinence]. Tampon stuck inside as product not coming out of applicator properly, uncomfortable [complication of device insertion]. Tampon does not come out of applicator, not pushed inside vagina completely, pushed in with finger [device deployment issue]. Remained inside vagina for more than one month. Was at the toilet. Felt something hard. Realised it was a tampax previously used [device use error]. Case description: consumer contacted via e-mail and stated that she could not push the tampon inside properly; she had the feeling that it was not completely in and once had to help it with her hand. One tampon remained inside her vagina for more than a month. No serious injury was reported. Follow-up: the consumer realized the tampon was made in two parts: the tampon and the applicator. It seemed shorter and did not go inside properly. The tampon got suck inside because it was not coming out of the applicator properly.

Event description:
Tampon remained inside vagina [foreign body in reproductive tract] strong, bad smell- vagina [vaginal odour] uncomfortable- vagina [vulvovaginal discomfort] losing urine, wetting self [urinary incontinence] tampon stuck inside as product not coming out of applicator properly, uncomfortable [complication of device insertion] tampon does not come out of applicator, not pushed inside vagina completely, pushed in with finger [device deployment issue] remained inside vagina for more than one month...was at the toilet...felt something hard...realised it was a tampax previously used [device use error case description: consumer contacted via e-mail and stated that she could not push the tampon inside properly; she had the feeling that it was not completely in and once had to help it with her hand. One tampon remained inside her vagina for more than a month. No serious injury was reported. Follow-up: the consumer realized the tampon was made in two parts: the tampon and the applicator. It seemed shorter and did not go inside properly. The tampon got suck inside because it was not coming out of the applicator properly.

Manufacturer narrative:
25-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon remained inside vagina [foreign body in reproductive tract]. Strong, bad smell- vagina [vaginal odour]. Uncomfortable- vagina [vulvovaginal discomfort]. Losing urine, wetting self [urinary incontinence]. Tampon stuck inside as product not coming out of applicator properly, uncomfortable [complication of device insertion]. Tampon does not come out of applicator, not pushed inside vagina completely, pushed in with finger [device deployment issue]. Remained inside vagina for more than one month... Was at the toilet... Felt something hard... Realised it was a tampax previously used [device use error]. Consumer contacted via e-mail and stated that she could not push the tampon inside properly; she had the feeling that it was not completely in and once had to help it with her hand. One tampon remained inside her vagina for more than a month. No serious injury was reported. Follow-up: the consumer realized the tampon was made in two parts: the tampon and the applicator. It seemed shorter and did not go inside properly. The tampon got stuck inside because it was not coming out of the applicator properly.